Manufacturer narrative:
Method: device not returned, follow-up with representative.

Event description:
It was reported that a (B)(6) patient with breast cancer underwent a kyphoplasty procedure on level t6. One day postoperatively, an x-ray revealed cement extravasation lateral to level l2. There were no patient complications. No additional information was reported.